Event description:
The initial reporter received questionable bil-d gen.2 (bild2) results from one patient sample tested on the cobas c 503 analytical unit. The reporter noted that the bild2 results were decreasing. The initial bild2 result was 14.4 umol/l (0.8424 mg/dl). The total bilirubin result was 11.2 umol/l. The first bild2 repeat result was 11.2 umol/l (0.6552 mg/dl). The total bilirubin result was 10.4 umol/l. The second bild2 repeat result was 6.8 umol/l (0.3978 mg/dl). The third bild2 repeat result was 1.9 umol/l with a data flag (0.11115 mg/dl). The fourth bild2 repeat result was 11.2 umol/l.

Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation determined the event was consistent with improper sample storage. The product labeling states "specimen collection and preparation - ...protect specimens from exposure to light." The investigation did not identify a product problem based on the information provided.